Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was 465 mg/dl. The customer felt bad and complained of irritability. The customer treated with the insulin pump. The most recent blood glucose reading was 369 mg/dl. Upon troubleshooting, insulin did exit the tubing during a manual prime. The customer was unable to complete troubleshooting due to a lack of tubing clamps, which she was advised would be sent. Nothing further reported.